Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 275 mg/dl while using the ilet after a recent supply change, and troubleshooting and education were completed. Symptoms included no reported clinical symptoms. Outcomes included no reported impact beyond elevated glucose and no hospitalization. Investigation included user troubleshooting and guidance. Investigation of this case revealed no device malfunction identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.